Manufacturer narrative:
The second xience v everolimus eluting coronary stent system is being filed under the same MFR number. Results and conclusion summation - product performance engineering reviewed the incident. Death, as listed in the xience v IFU, is a known adverse event associated with coronary stenting. Death is not necessarily an indication of a product quality issue and there was no report of any device malfunction. In this case, since the death occurred approximately five months post procedure, it is possible that the death is related to the overall health and condition of the pt. However, a conclusive root cause for the reported pt effect, and the relationship to the devices, if any, cannot be determined.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the pt underwent stenting of the prox cx and 1st ob mar with two xience stents in 2008. In 2009, the pt expired, cause of death unknown. There is no additional event or pt information available.